Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor siltex round moderate profile 200cc saline breast prostheses when the right breast prosthesis deflated after implantation. Deflation was first discovered by a mammogram and later confirmed by a physician. In addition, the patient developed pain in both breasts. As a result, the patient will undergo bilateral explantation with no replacement on (B)(6) 2019. This medwatch report is for the left breast prosthesis.